Event description:
It was reported that the surgeon had partially inserted a micl 12.6 implantable collamer lens before discovering it was not coming out of the injector properly. The lens was immediately pulled out of the eye without any patient injury. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Evaluation codes: results: (other): visual inspection of the returned product showed evidence of a clear surgical residue, however, there was no visible damage to the lens.